Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the full functional testing including the self test, error alarm, displacement,rewind, basic occlusion, occlusion, prime test and excessive no delivery tests or verify unexpected restart error alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. A note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was performed. The device was returned for analysis.